Manufacturer narrative:
(B)(4). Concomitant medical product: patellar component, catalog#: 11-150826, lot#: 615880; vanguard femoral component, catalog#: 183104, lot#: 874580; tibial tray, catalog#: 141512, lot#: 767980; vanguard tibial bearing, catalog#: 183728, lot#: 452880. It has been indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03238, 0001825034-2017-03239, 0001825034-2017-03241, 0001825034-2017-03242, 0001825034-2017-03244.

Event description:
It was reported that the patient continues to experience right knee pain approximately two months post-implantation. Attempts to request additional information have been made; however, additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.